Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the leads, resulting in inflammation and swelling. Administration of corticosteroids were provided however their condition did not improve. The patient underwent a procedure wherein the leads were removed. Computed tomography (CT) scans were performed to assess the condition.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7126723, UDI: (B)(4).

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the leads, resulting in inflammation and swelling. Administration of corticosteroids were provided however their condition did not improve. The patient underwent a procedure wherein the leads were removed. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient experienced urinary incontinence, sleep disturbances, brainstem-related symptoms, diplopia, and significant imbalance prior to the explant procedure. Following the explant, the patient continued to exhibit postural instability and impaired balance, which did not fully resolve.

Manufacturer narrative:
Correction to supplemental (1) report in blocks: d6b, h6. Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7126723, UDI: (B)(4).

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the leads, resulting in inflammation and swelling. Administration of corticosteroids were provided however their condition did not improve. The patient underwent a procedure wherein the leads were removed. Computed tomography (CT) scans were performed to assess the condition.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at the distal end of the leads, resulting in inflammation and swelling. Administration of corticosteroids were provided however their condition did not improve. The patient underwent a procedure wherein the leads were removed. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient experienced urinary incontinence, sleep disturbances, brainstem-related symptoms, diplopia, and significant imbalance prior to the explant procedure. Following the explant, the patient continued to exhibit postural instability and impaired balance, which did not fully resolve. Additional information was received that the patient experienced binocular diplopia, dysarthria, hemiparesis, ataxia, and dysmetria. The explanted lead was discarded and is not available for return or analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7126723. UDI: (b)(5).